Manufacturer narrative:
As reported in a research article, an amplatzer duct occluder stretched before it was released from the cable and after it was released the device was protruding and had migrated, causing a gradient. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article identifying amplatzer duct occluder I that may be related to an intervention post procedure. Details are listed in the article, titled "a beneficial technique for preventing the device protrusion to the aorta during percutaneous patent ductus arteriosus closure: ¿balloon-assisted device releasing technique.¿ it was reported in the article that 155 infants underwent patent ductus arteriosus closure with an amplatzer duct occluder I device between january 2012 and december 2018. The mean age of the patient was 1.39 years old, with a mean weight of 8.75 kg. 82 of the patients were female. All patients had a krichenko classification type a duct. Case 10: one of the patient has pulmonary hypertension and short ampulla/small isthmus. During the procedure, the device stretched before releasing. After release, the device was found to be protruding/migrated, causing a gradient of 10mmhg or more. A surgical intervention was performed. Follow-up course was uneventful.